Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record was completed for lot 4300663, catalog number 367290. The product was manufactured in november 2014. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. No issues noted in the manufacturing or quality log books. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no samples were provided for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Device evaluation: a sample has not been received by the manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the nurse was injured when the protective plastic portion of the suspect device dislodged from the gray cannula. When trying to remove the cannula device from the IV port, the gray cannula poked her in the palm of the hand, resulting in a contaminated needle stick injury. Medical intervention included following the hospital's protocol by washing the wound, reporting to the supervisor, reporting to employee health, and following source patient and healthcare worker laboratory testing recommendations.